Event description:
It was reported that difficulty in stent deployment occurred. The target lesion was located in a severely calcified and severely tortuous distal posterior descending artery (r-pda). After ablation was performed, a 2.25x20mm promus element plus drug eluting stent was advanced to treat the target lesion. An attempt was made to implant the stent however during inflation, it was noted that the stent was not fully inflated. Only the distal and proximal edge of the stent were slightly inflated and the contrast media flew out toward the proximal side of the stent. The stent was not able to be deployed and was removed completely from the patient. The physician inflated the device outside the patient and noted that saline water squirted from the tip of the device. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was received with the crimped stent attached to the balloon. Both the proximal and distal ends of the stent were partially inflated. Stent struts at the proximal end were bunched and mis-aligned. An examination of the distal extrusion identified a break in the inner shaft at the bi-component bond. It was possible to get enough pressure into the balloon in order to deploy the stent. This was achievable after a 0.015 inch size mandrel was passed through both sections of the bi-component break. A visual and microscopic examination found no issues with the balloon. The balloon cone profiles were also reviewed with no issues evident. The inner was broken at the bi-component bond, causing the leak of fluid through the tip of the device and also through the skive at the port bond. The bi-component break was visually evident and appeared as a 1mm separation in the inner during microscopic examination. There was no evidence of stretching to the inner. A visual and tactile examination of the midshaft section and the hypotube found no issues with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Was reported that difficulty in stent deployment occurred. The target lesion was located in a severely calcified and severely tortuous distal posterior descending artery (r-pda). After ablation was performed, a 2.25x20mm promus element¿ plus drug eluting stent was advanced to treat the target lesion. An attempt was made to implant the stent however during inflation, it was noted that the stent was not fully inflated. Only the distal and proximal edge of the stent were slightly inflated and the contrast media flew out toward the proximal side of the stent. The stent was not able to be deployed and was removed completely from the patient. The physician inflated the device outside the patient and noted that saline water squirted from the tip of the device. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient status was good.